Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/20/2014 with the following findings: the battery cap was not returned; all testing was performed with a test battery cap which was able to be fully tightened; a power loss was not duplicated. Unrelated to the initial complaint, the display was found to be dim and discolored. The battery compartment was intact. The black box dates started with the default time/ date of (B)(6) 2007 and showed that discharged batteries had been installed and there was an unacknowledged alarm on (B)(6) 2014. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms being duplicated. The pump case was removed for further investigation and there was no evidence of moisture or loose components found inside the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue and denied damage to the battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.